Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt light headed. The device showed t-wave oversensing occurred after each ventricular paced event. The device was reprogrammed and still in use. No further patient complications have been reported as a result of this event.